Manufacturer narrative:
Continuation of concomitant products: product ID 977c165, serial# (B)(4), implanted: (B)(6)2019, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep reprogrammed the patient's electrodes to try to get more stimulation in her back and less in her legs. The rep was able to improve upon matters and get a little more in her back. However, she would like event more stimulation in her back, and in 3 programming sessions this is the best we have had it. Per the rep no leads were "pulled". Nothing has been explanted. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, product type: lead; product ID: 977c165, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient thinks she needs reprogramming because the implant is aggravating her restless legs. She thinks she may have pulled a lead tossing and turning the night prior to report. No further complications were reported/anticipated.